Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 416 mg/dl. The customer was hospitalized for the unexplained high blood glucose on (B)(6) 2015 at 3:38pm. The customer was treated for the high blood glucose with manual injections. The customer was assisted with trouble shooting and found no issues with their insulin pump. The customer was advised to consult their healthcare provider about the causes of the high blood glucose. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.